Event description:
It was reported that at the patient follow-up, the device showed an estimated remaining longevity of 12 months even though it had only been implanted for 5 weeks. The physician suspected premature battery depletion. It was further reported that a power on reset (por) had occurred not long after implant and an invalid battery voltage measurement was stored. Because of the low battery voltage measurement, the longevity estimator cannot provide an accurate estimate of this device's battery longevity. It was recommended to monitor the device's recommended replacement time (rrt) indicator as it is not tied to the estimator. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).